Manufacturer narrative:
Model number- 8253002. Lot number 71731100. Serial number (B)(4). The returned mainframe was evaluated by the engineering group in service & repair. A test patient interface, patient simulator, and probe were provided by service and repair to conduct the evaluation. A monitoring screen was used displaying all available channels. Each channel was stimulated in turn, and the proper responses were seen. The "electrode check" showed green. There was no fault found with the device. This complaint is not FDA reportable. In the original complaint the monitor registered the electrodes as all failed. This event could not be interpreted as a false negative (i.e. No emg present) a warning screen or blank screen (with no emg baselines) is presented, or other obvious artifact then it would likely cause the user to temporarily stop the surgical procedure, preventing any serious injury, until the issue was resolved. It is typical to have back-up equipment available that allows the case to continue; and in the unlikely event that a spare monitor or other equipment is not on-hand, the surgeon can continue without intraoperative nerve monitoring. Date of manufacture: 02/2011.

Event description:
It was reported that during surgery, when using the nerve monitoring system 3.0 and testing it with the patient interface, the monitor showed pass. During the surgery, the monitor readings showed fail. When checked again with the patient interface, the values of the electrode all passed. The doctor managed to test the nerve and tested using the probe; had a signal and the current returned, but the electrode values at the monitor all failed. No additional information was provided. No reference to patient impact was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No event date was received. (B)(4). The device was not returned to the manufacturer for evaluation. No medwatch 3500a form was received from the reporter. The device was not returned to the manufacturer; therefore, analysis and evaluation could not be performed. Attempts were made to obtain additional information regarding the alleged device failure but no further information has been received as of this date. The investigation is inconclusive and the device failure could not be confirmed. This device was being used for treatment purposes. The nim neuro 3.0 is an eight-channel emg monitor for intraoperative use during surgeries in which a nerve is at risk due to unintentional manipulation. The nim 3.0 system records electromyographic (emg) activity from muscles innervated by the affected nerve. The monitor will assist early nerve identification by providing the surgeon with a tool to help locate and identify the particular nerve at risk within the surgical field. It will continuously monitor emg activity from the muscles innervated by the nerve at risk to minimize trauma by alerting the surgeon when a particular nerve has been activated. The monitor utilizes touch screen and color graphic user interface (gui) along with the audio feedback to increase the usability of the device. The nim 3.0 is intended for locating and identifying cranial and peripheral motor and mixed motor-sensory nerves during surgery, including spinal cord and spinal nerve roots. The patient interface and cable provide the means for carrying electromyographic activity from the patient's innervated muscles to the console, an interface for carrying stimulation signals from the console to the stimulating probes/electrodes, and an interface to the console from the incrementing probe. Note: the part number of 8253410 has not been verified.